Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that prior to a total laparoscopic hysterectomy procedure that when the surgeon went to test the instrument the buttons would not work. This was at the beginning of the case and the instrument was never used. He completed the case with another instrument.